Event description:
During routine testing of the device at the service center, the user reported that the roller pump made an abnormal noise at the time of rotation. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.